Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 10-15 yrs ago. Eval was not possible, as the prod was not returned. The investigation was limited to the info provided, as the prod code and lot #'s required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address poly wear and osteolysis leading to loosening of the femoral and tibial components.